Event description:
It was reported that a lead integrity alert was triggered. The right ventricular (rv) lead had a confirmed fracture. Lead revision was performed without incident, and the product remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6996sq41 lead; implant date (B)(6) 2006. (B)(4).